Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A copy of the customer¿s medsun report was received from the FDA. The report stated ¿while the nurse was caring for the patient, she had noted a puddle of fluid on the floor around the alaris pump. Upon inspection, she noted that there was a pinpoint hole in the tubing at the top of the pump segment where the tubing meets the plastic hub. This is the third time that this has happened (on different patients) but staff did not save the tubing until this event. It is noted that the tubing was on day 4 of use. The patient was not harmed. I do not have patient demographics and am unsure of what medications were being utilized at the time. ¿

Manufacturer narrative:
The customer¿s report of set leaking at pump segment was confirmed. Visual inspection of the set noted that the silicone segment part number had a tear near the upper fitment. The tear was measured to be 0.131 inches long. Visual examination under magnification noted a crush mark to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking at the silicone segment near the upper fitment. The root cause of the leak was due to a tear in the silicone segment.